Event description:
It was reported that the patient presented to the hospital for non device related medical needs. The physician noted that the patients heart rate was below 60 beats per minute. A chest x-ray was performed and revealed that the right ventricular lead had dislodged. The lead was capped and replaced on (B)(6) 2014.